Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. The imaging provided show two locking caps that have migrated. No determinations can be made as to the cause of the reported issue.

Event description:
It was reported that (2) creo mis locking caps have dislodged from screws post-operatively.